Event description:
It was reported that 2 bd alaris pump module smartsite infusion sets experienced component separation. The following information was provided by the initial reporter: the glue is not adhering to the attachments.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: samples were received and investigated by our quality team. One unused and one used material 2426-0007 were returned. The separations were immediately apparent on the used samples (only) and they were analyzed under a microscope to determine a clear lack of solvent used at time of production was the root cause. The manufacturing teams are aware of these separations and have made changes to the workflow to minimize these issues from occurring in the future. The unopened samples were pull tested at a force to the separated portion greater than should ever be applied in a clinical setting and no separation occurred. A device history record review for model 2426-0007 lot number 21119535 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A device history record review for model 2426-0007 lot number 21119541 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.